Manufacturer narrative:
(B)(4).

Event description:
It was reported that a transmitter battery issue was occurred. Data was provided for investigation. The allegation was confirmed via data as a low transmitter battery. The probable cause was determined to be low transmitter battery.